Event description:
Medical affairs has been unable to get in contact with the patient's family member and will be sending a letter to obtain more clinical information. Based on the information provided, this case is being reported as a malfunction. Family member called in and stated that the first digit on the patient's meter had segments missing on it, which caused them to give the patient too much insulin. Patient was experiencing symptoms of hypoglycemia and the patient was watched during this time and was not treated or seen by a health care professional. Per notes, another family member thought the patients blood glucose read over 700mg/dl on the meter, but is not sure. Meter will display hi if the reading is over 600 mg/dl. Customer service is sending patient a replacement meter. No further information was provided.